Event description:
The patient reported experiencing stimulation in their arms instead of their back. They patient noted that this occurred when they were trying to adjust the stimulation, but did not know how and began pressing random buttons. At the time of the report the patient's programmer showed that the stimulation was off. Troubleshooting was done at the time of the report; the patient tried all 3 of their programs (a-c) and adjusted stimulation appropriately. The patient noted that they were feeling stimulation in the back, but also in the arms on all of the programs. The patient noted that program c was the best out of the 3 available programs. The patient noted that change in stimulation output occurred 2 weeks prior to the report. The patient also mentioned that they have some past unrelated medical injuries from the vietnam war; they were struck in the right temple with shrapnel that went through their right eye, skull, and brain. The patient was to follow up with their healthcare provider, and possibly the manufacturing representative if needed. Indication for use is cervical radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.